Event description:
During an in clinic follow up, oversensing due to noise resulting in pacing inhibition was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.